Event description:
It was reported that during a device change out procedure, the ventricular lead exhibited noise in the bipolar configuration. A fluoroscopy revealed no lead damage. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).